Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a broken tip was confirmed. An assessment was performed on the device which determined the unit had broken flats. It was further determined that the angle of the break indicated that there was excessive force applied. The assignable root cause was determined to be excessive lateral or side to side force that would cause the cutter to break. This was further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the burr device had a broken tip. It was unknown whether the event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event as an unspecified spare device was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was unknown whether the facility filed an incident report or voluntary medical device report. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.